Event description:
The user facility reported that an attempt was made to deliver relay pro however, it got stuck. Therefore, it was unavoidably placed in front of the planned placement site. Although it could not be delivered to the central, it advanced to the periphery, so the relay pro could be retrieved. The guidewire (gw) was also retrieved, and the procedure was completed. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. The actual sample was not available for investigation. Since the actual sample was not returned to ashitaka factory, the investigation of it was unable to be performed. The provided photo was confirmed. It was found that the wire was exposed, and the peeled outer layer was buckled. Review of the manufacturing record and the product release decision control sheet confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Based on the investigation result, no anomaly was found in the records. From the reported issue, since this issue occurred in a case with strong bending and the actual product was stiff type with high rigidity, it was inferred that the actual product and the combined device were in strong contact with each other. On the other hand, it was unlikely that the outer layer of actual product would peel off and lead to getting stuck of the combined devices just by making strong contact between the actual product and the combined device. Therefore, it was presumed that there may have been a starting point such as a scratch that would lead to peeling of the outer layer. However, since the actual product was not returned and the investigation could not be performed, the cause of occurrence could not be clarified. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).